Event description:
It was reported that the patient had a micl 12.6mm implantable collamer lens implanted in the right eye on (B)(6) 2008. As part of the post market study, the patient reported experiencing strong and persistent haloing and blurriness. The doctor's office was contacted and the facility reported that the patient's last visit was on (B)(6) 2009. The patient's bcva 20/20 with -0.25 sphere. The facility stated the patient's ocular condition occurred on (B)(6) 2008 and is on going. The patient was prescribed eye drops. Prognosis is good. The icl remains implanted. See MFR # 2023826-2010-00577 for the left eye.

Manufacturer narrative:
(B)(4). Lens work order search. Medical review. Results - a lens work order search was performed and one similar complaint was found within the same work order. Medical review - since patient's current uncorrected va is 20/20, blurring of vision is not considered. Glares and halos may be noted by patients even if they never had any ocular surgery. This is commonly due to aberrations or irregularities in the cornea. It may be noted more at low light conditions when the pupil is dilated. In icl surgery, the cornea is not touched, therefore, patients who have glares and halos before the surgery, will commonly retain these symptoms but no increase in severity should be experienced since the cornea remains untouched. The glares and halos, however, may be perceived more due to the increased clarity of vision. Furthermore, the effective optical corneal zones (eocz) of the lenses have a maximum of 6.17 to 7.30 mm depending on the icl powers. This is a design limitation which may create similar symptoms due to the interface of the optical zone and the patient's optical interface of the optical zone and the patient's optical field of vision, which may be noted when the pupil size is greater than the eocz. Glares and halos are commonly temporary, lasting 1-6 months, but may on very rare occasions become permanent. Conclusions: based on the complaint history, work order search and medical review, a specific root cause of this event could not be determined. (B)(4).